Event description:
It was reported that the clinician contacted technical services (ts) after the patient heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation of the device a code appeared indicating possible premature battery depletion. It was noted that less than three months earlier the estimated battery remaining showed 34 percent. Data was sent into ts where it was determined that battery usage has increased at a gradual rate. Ts noted therapy is not currently compromised and discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinician contacted technical services (ts) after the patient heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation of the device a code appeared indicating possible premature battery depletion. It was noted that less than three months earlier the estimated battery remaining showed 34 percent. Data was sent into ts where it was determined that battery usage has increased at a gradual rate. Ts noted therapy is not currently compromised and discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.